Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when it was identified that the stent was fractured while attempting to cross the lesion. The right radial artery route was used and a non-medtronic 6f catheter was positioned. A 3.5 6f ebu guide catheter with the aid of a 0.035 guide was introduced. The left coronary artery was catherised, and coronary angiography was performed in oblique projections. Subsequently, the introducer and the guide catheter was replaced by a non-medtronic 7f guide catheter. A 0.014 guidewire was introduced and positioned on the bed circumflex artery. Another four 0.014 guidewires were positioned in the distal bed of the vessel at different times of the procedure, for better support. Balloon catheters 2.0 x 06 mm (2 units), 2.5 x 12 mm, 2.75 x 12 mm (2 units) and 3.0 x 08 mm were introduced and successive pre-dilations were performed of a se vere lesion of 90% stenosis, located in the proximal/middle third of this vessel, with 20 atm of pressure. On the guidewire, one onyx trucor 2.25 x 18 mm des was introduced and was released in a severe lesion located in the third medium/distal of this vessel with 14 tmas of pressure. Next, on the guidewire, a second onyx trucor 3.0 x 26 mm des was introduced and was released in a severe lesion located in the ostium and third of this vessel with 16 atms of pressure. 3.0 x 12 mm and 3.5 x 12 mm nc balloon catheters were introduced and post-dilation of the proximal stent with 22 atms of pressure was performed. During the procedure, there was a fracture of a 2.75 x 22 mm onyx trucor des during an attempt to cross the lesion. The lesion being treated was located in the mid circumflex (cx) artery and had 90% stenosis. The entire system was removed and another stent was implanted. The patient was transferred to the coronary care unit. No patient complications were reported as a result of the event.